Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 130 alarms noted during testing however, pump error 130 is found in the formatted history file. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer stated they performed self test when it started. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was unable to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.